Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation found that the false detection of a loaded set was caused by a failed lower link switch. The lower auxiliary was replaced.

Event description:
During baxter's evaluation, a device falsely detected a loaded set. There was no patient involvement.